Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the device is turned on, all led indicators lighted up and made high pitch alarm. It only stopped when the device was removed from power and the battery was removed. No patient injury as reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: correction: d4: model number: 4000.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt, and the pump was in good condition with no signs of damage. Error codes could not be viewed in the event history log (ehl) due to the pump having a blank screen with constant alarm. After the power up process, the customer reported issue was confirmed, the pump exhibited a blank screen with constant alarm. The root cause of the reported issue is attributed to an incomplete upload process by the customer. Software version v1.6.4 was uploaded from the base to the head of the pump which cleared the problem. Power up process, preventive maintenance and all functional tests were then performed and passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: correction: b3: date of event: updated